Manufacturer narrative:
Initial report sent to FDA on 09/18/2008.

Event description:
Procedure: lung resection. According to the reporter: on the first firing, staples did not form properly. The instrument would not accept the reload. Another cartridge was used and additional tissue was resected tissue. Pt status reported as ok.